Event description:
The customer reported that at 8:04 am on (B)(6) 2012, her blood glucose measured 416 mg/dl. At 10:04, it was 422 mg/dl. She gave herself insulin by manual injection. The exact dosage at that time was not reported, but she stated she took about 90 units by injection over the course of the day. At 10:26 am, it remained 424 mg/dl and rose to 482 mg/dl by 1:12 pm. She deactivated the device at 1:22 and when it was removed, she observed that the cannula was bent and full of blood. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula was full of blood. This likely indicates that the cannula was inadvertently fired into a vein. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."